Event description:
The hcp reported the pump was explanted due to battery depletion with an implant duration of less than 50 months. A follow up report will be sent if additional information is received.